Event description:
Pt had interstim leads and generator implanted who complained that she was seeing flashing lights ever since the interstim device was inserted. Surgeon spoke with the manufacturer who recommended device removal. Rep of the company was aware, but unfortunately wasn't returned to MFR after explanting. Contacted rep and stated that they can't do anything because they didn't get the device. Diagnosis or reason for use: over active bladder.